Event description:
Doctor reported that a proultra endo tip separated while being used to agitate solution in the canal. The doctor was able to retrieve the separated piece and the pt is reported as doing fine.